Manufacturer narrative:
In response to FDA report number: mw5095877. Information contained in this report was previously submitted through psr on 10/15/2018. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "lupus, chronic fatigue syndrome, and fibromyalgia" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "chronic fatigue syndrome, fibromyalgia and lupus."

Event description:
Patient reported having "chronic fatigue syndrome, fibromyalgia and lupus." This record is for the right side. Patient additionally reported "numerous autoimmune diseases", "breast implant illness" which are not device related. Device has been explanted.